Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported that "many years ago" a pump was "cooked" after the use of cautery. No symptoms were reported. The hcp did not remember any details about this event since it happened so long ago. No further complications were reported.